Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and a shorted pin 3 on the u409 can transceiver on the computer/analog board. The shorted igbts allowed high voltage to travel to low voltage circuitry. The root cause for the shorted igbts and shorted u409 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.